Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. The reporter claimed the battery compartment was cracked and contained moisture. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: there was a pump reboot event observed in the black box on (B)(4) 2016 associated with a replace battery warning. Moisture was observed in the battery compartment. The pump failed a leak test due to a battery compartment crack. No moisture was found on the internal components of the pump. The pump was exercised for 24 hours with no power issues duplicated.